Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the device was fractured at the proximal section approximately 4.0cm. The proximal section of the guidewire was also kinked with the jacket ptfe damaged. The complaint is not consistent with the returned device that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip of the guidewire detached inside the patient exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip of the guidewire detached inside the patient exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.